Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified unknown vessel. The 3.0x8.0mm quantum maverick balloon catheter was advanced into the patient, but was unable to cross the lesion. Rotational atherectomy was completed with rotablator and ivus was performed. A non bsc stent was then advanced, but was unable to cross the lesion due to calcification. The quantum maverick balloon catheter was again advanced and inflation was performed to an unknown pressure. During the second inflation, the balloon ruptured at an unknown pressure. The device was removed intact. After several attempts, the non bsc stent was able to cross and was implanted in the lesion. No patient complications were reported and the patient's status is good.